Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015: device evaluation: the device has been returned and evaluated by product analysis on 09/14/2015 with the following findings: there were multiple call service 078 alarms observed in the pump's history. During testing, the pump emitted a call service 078 alarm on the first rewind attempt. The pump case was removed and moisture corrosion was found throughout the inside of the pump and on the motor flex. The battery compartment was found to be cracked below the bumper pad. The display was found to be faded. The audio bolus button cover was found to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 078 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.